Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coils, a lantern delivery microcatheter (lantern), and a non-penumbra catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician advanced a ruby coil into the target location. After several attempts were made to form the ruby coil, it unintentionally detached inside the lantern. Therefore, the lantern containing the detached ruby coil was removed from the patient. The procedure was completed using a ruby coil, a pod packing coil (pod pc), the same lantern, and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was damaged on the proximal end of the pusher assembly. If the ruby coil is inadvertently mishandled during use, and the pet lock becomes damaged on the proximal end of the pusher assembly, the pet lock may slip from the hypotube, and the pull wire may be able to move freely. If the pull wire is retracted out of the ddt, the embolization coil will detach from the pusher assembly. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.